Event description:
Reportedly pt expired approx after an implant duration 0.16 months (in 2007, after an implant date of five days earlier), due to unk reasons. Unk if pt death is device related. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.